Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without low battery alert. The customer also reported that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The customer was assisted in clearing the power error alarm. The insulin pump will not be returned for analysis.